Event description:
The company was informed that the pt and her parent are dissatisfied with the position of her implanted device. A revision surgery has been scheduled to re-position the implanted device.